Event description:
A nurse from the user facility reports an intraocular lens was explanted due to opacification (cloudy lens). The pt has had laser surgery in the past. Additional info has been requested.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The mfrs internal reference number is : id061988. This report was mailed to the FDA on: 06/09/2006.